Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-03667. It was reported that stent damage occurred. The target lesion was located in the distal left anterior descending artery. A 2.50 x 28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a guidezilla¿ ii guide extension catheter was added and the same stent was advanced but still failed to cross. During removal, the stent interacted with the guide extension catheter and the stent strut was lifted. A different shorter stent was used and completed the procedure. No patient complications were reported and the patient's status was fine.